Event description:
It was reported that this patient experienced inappropriate anti-tachycardia pacing (atp) and subsequently a inappropriate shock from their implantable cardioverter defibrillator (ICD) device, while riding their bike. The device mis-diagnosed atrial flutter, after the rhythm reached the vf zone and subsequently shocked the patient. The patient reported not sustaining any injuries from falling of the bike. The patient has a long history of atrial flutter, and has had several ablation procedures for chronic atrial arrhythmia. The shocks do revert the patient back to normal sinus rhythm. The device remains implanted. The physician chose to not to make any programming changes at this time. No adverse patient effects were reported. Additional information was received that this ICD delivered additional inappropriate atp and shock therapy for an atrial arrhythmia with rapid ventricular response (rvr). The shock therapy terminated the atrial arrhythmia. Further review was recommended to the physician. No further assistance was requested at this time. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.